Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd ultra-fine¿ pen needle was not allowing insulin to flow through the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with additional information: b.3. Describe event or problem: it was reported that bd ultra-fine¿ pen needle was not allowing insulin to flow through the needle. This occurred on 25 separate occasions. No serious injury or medical intervention was reported. D.4. Medical device expiration date: 2023-04-30. D.4. Medical device lot #: 8100764. H.4. Device manufacture date: 2018-04-10.

Event description:
It was reported that bd ultra-fine¿ pen needle was not allowing insulin to flow through the needle. This occurred on 25 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. DHR could not be performed as the lot number was not provided. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd ultra-fine pen needle was not allowing insulin to flow through the needle. No serious injury or medical intervention was reported.